Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient dislocated. Implanted stryker 50mm hemispherical cluster cup with a 22mm metal head with a 38mm poly. Cup was left in situ. Poly was extracted with 22mm head still contained within the 38mm poly. We revised the hip with a constrained liner with a 22.2mm +3 metal head.

Manufacturer narrative:
An event regarding dislocation involving a adm liner was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection: a visual inspection was performed as part of the material analysis report. This visual inspection stated that: damage was observed on the articulating surface of the insert, likely from explanation or dislocation. The v40 head was still attached to the x3 insert when returned. Debris as observed on the distal surface of the x3 insert and v40 head. Samples of the discoloration and debris were placed on a scanning electron microscope (sem) stub for further analysis. Dimensional inspection: the device was sent for dimensional inspection but this could not be completed due to explantation damage on device surface. Functional inspection: not performed as alleged issue could not be replicated. The material analysis report concluded that discoloration and debris was observed on the insert and v40 head. Eds was performed on the insert, v40 head and debris. The insert and head were consistent with cocr alloy. The debris was consistent with the decontamination process. No materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays, patient history and return of the device are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
It was reported that the patient dislocated. Implanted stryker 50mm hemispherical cluster cup with a 22mm metal head with a 38mm poly. Cup was left in situ. Poly was extracted with 22mm head still contained within the 38mm poly. We revised the hip with a constrained liner with a 22.2mm +3 metal head.